Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95%, stenosed, 25x3.0mm, target lesion was located in the moderately tortuous and moderately calcified left coronary artery (lca). A 3.00x24mm promus element drug-eluting stent was advanced but failed to cross the target lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts stretched and lifted from the stent profile. The bumper tip of the device showed signs of damage noted at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95%, stenosed, 25x3.0mm, target lesion was located in the moderately tortuous and moderately calcified left coronary artery (lca). A 3.00x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the target lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.